Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot#: va22m91, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-sep-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported the device was for the bowel. The patient has had return of symptoms for weeks. The patient has tired 4 to 5 programs. Patient had worked with staff but would like to work with rep. Email was sent to rep per patient's request. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received and patient stated that they heard back from mdt representative. No further complications noted or anticipated. Additional information was received from the patient. They reported that with first implant noticed some improvement however about six weeks after implant patient started to call as therapy wasn't helping as much. Patient said that they called previous rep and said that tried every program. Patient said that saw the nurse practitioner and new representative in october, who checked the implant and said all the numbers were in normal range however hcp had concerns after reviewing patient's bowel diary. Patient said that they tried all of the programs. Patient said that there were delays due to covid. Patient said had revision/replacement on (B)(6) 2021 and was told that the lead was dislodged and that the surgeon moved the new lead to a different location and also the ins.